Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, a nurse reported that the blood leak occurred about 1 minute into the hd treatment. The nurse explained that the leak was seen in the dialyzer and drain line. The blood leak was described as being an internal blood leak. A fresenius machine was being used. The machine did alarm appropriately with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was <100 ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Event description:
A supplies manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, a nurse reported that the blood leak occurred about 1 minute into the hd treatment. The nurse explained that the leak was seen in the dialyzer and drain line. The blood leak was described as being an internal blood leak. A fresenius machine was being used. The machine did alarm appropriately with a blood leak alarm. Blood leak test strips were not used.fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was <100 ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: d.10.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: a dialyzer from the reported lot was returned for evaluation. During gross visual examination, a delamination was observed in the polyurethane (pu) to be extending from approximately 150° to 200°, with the dialysate ports at 0°, on the non-cavity ID end. There was also damage found on the threads near the observed delamination. Further visual examination did not identify any other damage or irregularities on the returned sample. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A supplies manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, a nurse reported that the blood leak occurred about 1 minute into the hd treatment. The nurse explained that the leak was seen in the dialyzer and drain line. The blood leak was described as being an internal blood leak. A fresenius machine was being used. The machine did alarm appropriately with a blood leak alarm. Blood leak test strips were not used.fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was <100 ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.